Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.

Event description:
Patient stated that nearly 2 hours after wear he heard a sound, looked at his v-go and saw that the starter button had popped up. Patient stated he did not notice any additional movement, nor did he feel that he bumped the v-go prior to the starter button disengaging.